Event description:
It was reported that a cartridge alarm occurred during the load sequence. During troubleshooting it was discovered that the customer did not wait until prompted to load a new cartridge. Customer was educated to always wait until prompted to change cartridge. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a correction bolus via pump to address bg level.